Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer's mother called in saying customer's insulin pump is alarming button error. Customer was asleep and was awakened by the alarm. Customer's blood glucose level is 323 mg/dl. Customer is not aware of any significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.